Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down/unit alarms not functional/leaking sieve. The key failure is sieve beds leaking. Additional malfunction identified on the irs as a power (on/off) switch is defective/no alarm is directly related to the reason for repair of unit alarms not functional. The power (on/off) switch non-functioning alarm issue is a reportable event, which is the basis of the following FDA report.